Event description:
During evaluation of the uretero-reno videoscope, the lighting lens was observed detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported event is due stress. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.